Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate shock and anti-tachycardia pacing due to incorrect interpretation of signal. The device was successfully reprogrammed. The patient was stable.